Event description:
The customer reported an elevated recovery of red blood cell (rbc) on quality control (qc) and approximately 30 mls of clear fluid leaked from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed disconnected tubing at port 8 on the blood sampling valve (bsv). The tubing was replaced, resolving the leak and the red blood cell issues on quality control (qc). The fse verified the instrument and the instrument was returned to normal operation. (B)(4).